Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, the bio-clip was broken into 4 segments during the process of clamping the blood vessel with the bio-clip, and was taken out from the abdominal cavity of the patient.